Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during pre-discharge post operational check, oversensing due to dislodgement was observed. The lead was explanted and replaced. The patient presented stable after the procedure and will continue to be monitored normally.